Event description:
Same case as MDR ID 2134265-2014-07246. It was reported that stent deformation occurred. The target lesion was located in the right coronary artery (rca). A 2.50mm x 38mm promus premier¿ stent was implanted. A 2.25mm x 24mm promus premier¿ stent was advanced through the previously implanted stent but failed to cross. Upon pulling the 2.25mm x 24mm promus premier¿ stent delivery system (sds) out, the stent was caught on the struts of the previously deployed 2.50mm x 38mm promus premier¿ stent. Both the 2.25mm x 24mm promus premier¿ stent and 2.50mm x 38mm promus premier¿ stents were deformed. The 2.25x24mm promus premier¿ sds was removed. The previously implanted stent was dilated. A guidezilla guide extension catheter was advanced and another stent was deployed distal to the previously implanted stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.   (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).